Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/11/18 phone call, 6/12/18 phone call, 6/1/18 phone call.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.